Manufacturer narrative:
This supplemental report is being submitted to inform that upon further review, this event has already been reported on medwatch #198215 (patient identifier (B)(6). Refer to this file for supplemental information related to this event.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
During an on-site inspection, it was discovered that a foreign object was attached to the forceps channel of three colonovideoscopes. A highly viscous, transparent material resembling jelly covered the channel opening. This report is related to the following linked patient identifiers: (B)(6). This report is being submitted for the reportable malfunction found during evaluation. There was no patient involvement.